Manufacturer narrative:
Lot number of the third disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, three devices were used. The first device experienced a vacuum illumination error after performing the ablation for approximately 22 seconds. After repeated efforts and troubleshooting with hologic representative, this first device was removed. A second device was inserted but would not pass cavity integrity assessment. The cavity was visualized and appeared to be "clean." A third device was inserted and the device ablated the patient cavity as intended. Upon post-ablation hysteroscopy, a thermal injury was noted at the vaginal apex. The physician repaired the laceration with a 2-0 vicryl suture. Patient was discharged as planned. Four days after the procedure, the patient notified the physician that she had possible gland swelling after the ablation. Patient was afebrile and had no foul discharge. No additional details available.